Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dyspnea and suspected device malfunction. The right atrial (ra) lead exhibited intermittent undersensing. The implantable pulse generator (ipg) and ra lead remains in use. No further patient complications have been reported as a result of this event.